Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Pump error 35 was confirmed in the pump history file on 07/26/2024 18:28:00.000 and on 07/26/2024 18:38:00.000. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 26-jul-2024 in the pump history file. Pump error 35 was confirmed in the history file. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture and pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the issue was not resolved. It was found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.